Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The physician confirmed that there were no fractures, nor high impedances noted on the leads. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient suspected that the leads may be fractured.

Manufacturer narrative:
Additional information was received that the patients lead had high impedances. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient suspected that the leads may be fractured.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient suspected that the leads may be fractured.